Manufacturer narrative:
There was no indication of any malfunction of the device; also, and we have no record that the facility has purchased a karl storz morcellator.

Event description:
Allegedly, the patient, the decedent, underwent a myomectomy procedure with a laparoscopic power morcellator to remove four uterine fibroids on (B)(6) 2002. In (B)(6) 2004 her physician noted 'metastatic tumors' and biopsy showed 'smooth muscle neoplasm, favor leiomyosarcoma'. In (B)(6) 2004 she delivered a premature baby via c-section and had post-cesarean hysterectomy and bilateral salpingo-oophorectomy and pelvic tumor debulking. In (B)(6) 2010, she had flank pain and difficulty breathing and CT scan showed significant increase in tumor masses in her lungs and biopsy confirmed 'well-differentiated lms'. She died on (B)(6) 2011.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.